Event description:
It was reported that during a thoracolumbar procedure at t10-l3 the surgeon had tightened all the locking caps and needed to loosen them. During loosening of the caps the tips of the screwdrivers bent. During the procedure the threads on the tip of the holding sleeve broke and the heads of the preassembled pedicle screws came off during insertion. Two other screws were used to complete the procedure. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the DHR evaluation performed, this complaint is deemed indeterminate from a manufacturing standpoint. The locking holding sleeve was returned with the threads on the tip broken. The part exhibits dings, burrs and scratches around the area of the break. The 8.42mm diameter shaft shows heavy wear marks, scratches and uneven finish that are not consistent with the manufacturing operations. Part passed the functional tests. Verified the material type and hardness for the inner shaft and found both to be within print specifications. Quality engineering visualized the thread area under the microscope at ten times magnification and found abnormalities present on the lead thread, inside cannulation and general threaded area. They were unable to measure product due to severe damage and alteration of the threaded feature. This complaint was deemed indeterminate from a design perspective.

Manufacturer narrative:
(B)(4) synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development evaluation showed that the failure mechanism displayed by the damaged instrument can only be achieved through an applied tensile load. The condition of the threads indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the identified threads, exceeding the design¿s tensile limits. No other evidence of damage was observed. However, the implant mentioned (which may have provided supplementary evidence) was not returned, nor were any specific techniques described or observed. It is due to this lack of supporting evidence that the complaint must be rendered indeterminate. The original awareness date is 3/24/12. Product development evaluation was received on 6/13/12.